Event description:
The account alleged there is no power for the patient positioning monitor. He has replaced bed exit interface but the issue remains.

Manufacturer narrative:
The account found fluid ingress on the scale circuit board. The account cleaned the scale circuit board to repair the bed.